Event description:
It was reported that the patient went asystolic during the device change out procedure. The programmer showed a message of "pacemaker data corruption." There was also reported no capture and no pacing found during the replacement procedure. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion.